Event description:
It was reported that this right atrial (ra) lead had a tamponade during the lead extraction. An open heart to repair the hole in the atrial appendage. The leads along with the device was successfully explanted and patient was expected to fully recover. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, visual inspection revealed a stretched-out coils on the tip region of the lead where all coils were fractured, likely due to explant damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right atrial (ra) lead had a tamponade during the lead extraction. An open-heart surgery was performed to repair the hole in the atrial appendage. The leads along with the device was successfully explanted and the patient was expected to fully recover. No additional adverse patient effects were reported.